Event description:
It was reported that the target was the mid lad and pre-dilatation was done. A penta 2.5x13 was implanted and post-dilatation was done with the sds balloon several times (at unknown pressure), and there was good flow. The pt experienced chest pain and was sent to the intensive care unit. Intravascular ultra sound was performed, and thrombosis was found. An esprit balloon catheter and iabp were used to treat the pt and the pt is doing fine.